Event description:
The customer reported that the pump in style transformer housing was cracked. Upon receipt of the product and qe eval, a breach in the transformer housing was discovered which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. A product eval revealed that the transformer housing was cracked open, exposing inner electronics which is a safety risk. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complains are processed in a timely manner and evaluated for part 803. Reporting. Eval summary: a visual examination of the power supply revealed the transformer housing was deformed. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.9 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 53.92 ohms, which is normal and indicates that the thermal fuse did not blow.